Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. The white material is the epoxy resin, used to attach the cannula to the hub, which has contaminated the cannula. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use white foreign matter was discovered on cannula with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea msn has white-fm on the IV cannula.